Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2013, resulting in fixture loss. There are plans to access the sleeper fixture and implant a new sleeper fixture, however, it is unknown if this has occurred as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is unavailable for analysis. Correction: the correct patient identifier is (B)(6). Correction: the correct PMA number is k984162; not k955713 as previously reported. This report is filed may 19, 2014.